Event description:
Reporter states the customer obtained a result of approx 1.09 inr on the coaguchek s system and 3.79 inr on a comparison lab. No treatment info provided. Requested return of suspect system and replacement was sent.